Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. The pump was used to deliver fentanyl and bupivacaine. It was reported that "for over a month" the patient's handset had been taking 15 minutes to connect to the pump to deliver a bolus. The patient spoke with their new healthcare provider (hcp) "last thursday" and was told to call the manufacturer and they were told that, because they took 20 boluses per day, the handset battery would run down quicker for them than someone else with less boluses. The patient mentioned that they took 20 boluses per day, so they thought that's why it was taking so long to connect. The patient also mentioned that they had to charge their handset at least 3 times a day. Per the patient, "it always stops at 90% and sits forever". Patient services assisted the patient in clearing data from their handset. Prior to the data clear, the patient's data was at 25.74mb. The patient was then able to successfully connect to the pump, but there was a telemetry delay. The patient also saw a message that said "system has been interrupted and shut down, close or restart". Patient services attempted to clarify the screen and gather codes multiple times, but the patient stated that they clicked out of it and they thought it was service code 338. Per the patient, "sometimes it does that to me (the code/message screens) but not as much as the stalling (telemetry delay)". Per the patient, "last week thursday" was the first time they saw their new doctor and was told to call the manufacturer again because they had called the manufacturer so many times. Per the patient, "so I got used to it, but now, instead of the reps saying you can't do anything and to just call medtronic". The patient noted previously working with manufacturer representatives (rep). The patient stated "I've had my pump 5 years on and off so I've had it (external equipment) replaced before, but I'm not having problems with the communicator". The patient did not provide further information. The patient agreed to monitor the telemetry delay and handset battery and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial#. Product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.